Event description:
It was reported that this right ventricular (rv) lead exhibited a loss of capture (loc) on the electrogram (egm) and the patient was sent to the hospital. The rv threshold had increased to 4.5v (volts) at 0.4ms (milliseconds) and was unstable. A micro-dislodgment of the rv lead was suspected. The rv lead was repositioned, and the parameters remained stable during the post operation check and the patient was discharged. The lead remains in service. Outside of the revision, no adverse patient effects were reported.